Event description:
Reportedly, this ring was explanted after 15 day implant duration due to an unk reason.

Event description:
It was reported that this ring was explanted due to mitral insufficiency from partial dehiscence on see on tee.